Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/09/2016, that on (B)(6) 2016, the g5 mobile application shuts off unexpectedly. No additional patient or event information is available. Data log was reviewed for evaluation on 12/22/2016. Complaint for the g5 mobile application shutting off unexpectedly could not be confirmed. The root cause could not be determined, post investigation.